Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the surgeon found that the clamp would lock onto the base of the clamp, preventing additional threading of the screw. Manual manipulation of the screw and driver allowed him to close the clamp. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Lot number/manufacturing date updated. The clamp was returned to medtronic for analysis. There were no faults found. If information is provided in the future, a supplemental report will be issued.